Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a highest blood glucose of 306 mg/dl, after changing infusion components in stages and then replacing all disposable supplies multiple times, including the contact detach set (23-inch, 6 mm). Investigation included technical support troubleshooting and user education regarding replacement of infusion set, cartridge, and adapter together. Further investigation of this case revealed no device alarms and no confirmed device malfunction, with cause of the hyperglycemia unclear. Symptoms included elevated blood glucose with no report of loss of consciousness, seizure, or diabetic ketoacidosis. Outcomes included no hospitalization, no emergency medical services, and no medical intervention beyond customer guidance. Blood glucose was trending down to 303 mg/dl by the end of the call and thresholds for mandatory full supply changes were reviewed. It was concluded that, based on previously established findings for similar reports the event was user-reported hyperglycemia with undetermined cause and no adverse clinical outcome. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.